Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the returned component found that it had cleanly broken along an antero-posterior line in the mid-sagittal plane. Scratches and gouge marks were observed in the middle of the anterior region of both condylar surfaces. The inferior surface also showed multiple gouge marks all around its periphery. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the provisional articular surface. Per the use and care package insert, the instrument wears out over time and should be replaced. This device has been in the field since (B)(6) 2002, so wear and tear is considered as the root cause of the issue.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the trial surface broke into two pieces upon removing from the trial tibial plate.